Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 6 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 15ncm of primary stability was achieved and the patient presented bone type IV, immediate implant and immediate load were performed and trauma over the implant has happened.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 6 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. 15ncm of primary stability was achieved and the patient presented bone type IV, immediate implant and immediate load were performed and trauma over the implant has happened.